Event description:
Report received of an independent rate change. The pump was received in the biomedical engineering department from the ICU with a note that read: "changes the rate by itself. Don't send it back, it could be dangerous." There was no reported adverse patient event. Though multiple attempts were made to obtain additional information from the customer, no further information was provided.